Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the ventricular connector of the external pulse generator (epg) was broken. It was noted that there was a backlight issue related to the connector on the main printed circuit board (pcb). It was also noted that the pcb was replaced due to two or more occurrences of error 820. It was further noted that the hanger assembly, upper case and lower case were broken. Furthermore it was noted that the display wires were pinched but the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector of the external pulse generator (epg) was broken. The epg was returned to service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.